Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3282123. D4. Medical device expiration date: 30-apr-2025, h4. Device manufacture date: 09-oct-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, customer noticed that there was lack of vacuum in the tube which caused the tube to underfilled, and the bottom of the tube was damaged. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2024. Investigation summary : bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed, but no damaged tubes observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of underfill and damaged was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and unable to confirm for the indicated failure mode damaged. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, customer noticed that there was lack of vacuum in the tube which caused the tube to underfilled, and the bottom of the tube was damaged. No patient impact reported.